Manufacturer narrative:
Unit passed displacement test, self test, off no power test, restart error test, rewind and basic occlusion test. Unit was unable to prime during prime test due to moisture damage on the force system resistor. Unable to perform occlusion test and excessive no delivery test due to prime/fill anomaly. All operating currents are within specification. Battery cap stripped coin slot noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked battery tube threads and peeling serial number label.

Event description:
The customer reported via phone call that the insulin pump battery cover is damaged and a piece of plastic is coming off. The customer's blood glucose reading was 250 mg/dl at the time of incident. Troubleshooting found that the customer tried to remove the battery cap with a screwdriver and drill but it did not come off and the pump stopped working. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.